Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported energy issues on the generator to the technical service engineer (tse). Prior to calling, the customer had replaced the monopolar and bipolar instruments and cords. The system still had no energy available. The customer power cycled the generator, and the surgeon was able to proceed with the case. After the call ended, the tese found error m-02 in the logs which indicates the erbe could be failing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the intermittent energy issues and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the returned erbe generator for failure analysis. The reported failure could not be reproduced. The unit was energized, were able to cauterize, and all ports recognized the instruments. The complaint was not confirmed based on the failure analysis evaluation.

Event description:
Refer to h10/h11 for follow-up information.